Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was injected with 10 ml of water during a pretest; however; the catheter could not be deflated.

Manufacturer narrative:
Upon further review, bard medical/bd has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998006. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was injected with 10 ml of water during a pretest; however; the catheter could not be deflated.